Manufacturer narrative:
The pod was not returned so no evaluation is possible. The customer reported that she experienced difficulty injecting insulin into the pod during the fill process which indicates a probable problem with the retainer that allowed a component to move, resulting in internal damage to the device. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was noted in the report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin."

Event description:
The customer reported that she had been wearing the pod for two hours, during which time her bg levels had risen significantly (from 159-283mg/dl). She indicated that she had to "push hard to get the pod to take insulin" during the fill process. The pod will be returned for evaluation.